Manufacturer narrative:
The failed ups was not returned to us for investigation, and the customer declined an on-site visit to investigate. The customer replaced the failed ups with their own, and have ordered batteries from a different supplier. Possible cause of the ups failure: a failed battery. This event is filed under internal complaint ID (B)(4).

Event description:
Customer reported a ups in an integrated or started smoking and caught on fire during an ent procedure. However, since integration was not being used at the time, they were able to continue with the procedure. To our knowledge, there was no negative patient impact.